Event description:
It was reported that during pre-test, two cuffs were not inflating. No patient injury was reported.

Manufacturer narrative:
Two (2) samples were received in used conditions, without their original packaging and with their certificate of decontamination. Functional test: samples were filled with 5cc of air ? "Leak test" to see if there was any functional problem. When the samples were inflated with air, the pilot balloon inflated but all the air was stuck it. According to the IFU (10018859-001 rev.100 - instruction for use ? The pilot balloon was manipulated and the whole cuff inflated. After the whole cuff inflated, we deflated and inflated 4 times, all the times the cuff inflated completely and symmetrically. The complaint was not confirmed. The root cause could not be determined since the sample successfully passed functional test. No corrective actions were taken since the complaint was not confirmed. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. (B)(4). This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).